Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery and lysis of adhesions on (B)(6) 2015 and the surgeon noted a segment of the bowel was adhered to the mesh. It was also reported the post operative diagnosis was small bowel obstruction secondary to adhesions. No additional information was provided.